Event description:
It was reported that the atrial lead exhibited high impedances. The lead was subsequently tested and found to be in range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274drg implantable cardioverter defibrillator (ICD),  implanted (B)(6) 2010; model 6947 implantable tachy lead, implanted (B)(6) 2010. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range with two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2012 and (B)(6) 2013. Weekly pace lead trend data show various spike increases for max atrial pace bi impedance equal to 494 to 1064 ohms range between (B)(6) 2011 and (B)(6) 2013.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.